Manufacturer narrative:
Document review. Quadra s femoral stem size 7 - (B)(4)/lot 091029. The quality and manufacturing documents (batch record) were reviewed for the lot 091029 (8 pieces produced): all parameters concerning the manufacturing process steps were found to be conforming to specifications valid at the time of production. Five pieces of this lot were already implanted and no other incidents were reported. From (B)(6) 2008 to (B)(6) 2010, we were informed about 12 similar events out of (B)(4) quadra surgeries (data updated on june 2010). That means that the ratio is 0,04%. Estimates ranging of periprosthetic fractures of tha is from 0,1% to 2,1%. Medacta international sa's ratio is hence lower than the one reported in literature. There are no evidences that the fracture is device related; this injury is a known complication of total hip arthroplasty.

Event description:
Dr (B)(6) had broached up to a size 7. We then reduced the pt and took an x-ray. Everything looked normal. He removed the broach and impacted the quadra 7 stem. The stem was sitting lower than the broach. Dr (B)(6) pulled the quadra out and decided to put a cable around the femur. He then re-implanted the stem and reduced the hip.